Event description:
It was reported, catheter with break in the first centimeter after use. It was reported this occurred with 3 devices. This reported addresses all 3 devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of split catheter is confirmed; however, the exact cause is unknown. One photograph and one video of a powerglide pro was returned for evaluation. An initial visual observation of the photograph showed a split in the catheter at the distal end. An initial visual observation of the photograph showed a large split in the catheter tubing just distal to the molded joint. An initial visual observation of the returned video showed the catheter being flushed with a clear liquid and a leak was observed emanating from the split in the catheter. Use residue was observed on the sample in the returned video and photograph. There were no distinguishing features in the returned photograph or the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, catheter with break in the first centimeter after use. It was reported this occurred with 3 devices. This reported addresses all 3 devices.